Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and its screen was not functioning properly. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps and confirmed that the pump screen would only turn on when plugged into a power source. As a corrective measure, a replacement pump was arranged, and the customer was advised to keep the current pump plugged in until the new one arrived. The customer reverted to an alternate method of insulin therapy.